Event description:
The facility reported an infusion pump with failure code 12:303 during biomed testing. The facility rep stated that no pt injury was reproted on this pump since the last baxter service event.